Event description:
Image disturbance during angulation, ccd defect. There was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: image disturbance during angulation, ccd defect.